Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump inappropriately suspended due to a sensor glucose of 58 mg/dl despite a blood glucose of 113 mg/dl. The customer stated that the sensor has been displaying low sensor glucose readings and shutting down in the middle of the night. During the most recent threshold suspend event, the customer attempted to calibrate the sensor but received a calibration error. The patient was then advised on proper calibration protocol. Troubleshooting was not completed since the customer had to leave. No products were shipped or returned.